Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model/device. Additional information was received during analysis testing that the device had no telemetry.